Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a guidewire break and a perforation occurred. The target lesion was located in the mildly tortuous and heavily calcified right coronary artery. A 1.50mm rotapro, rotawire and a bsc y adapter hemostasis valve was used for the procedure. Proper technique and pecking motion were used, decelerations were monitored without continuing to advance when decelerations were noted. No kinks or difficulty backloading the wire were identified. During the fourth run at under 30 seconds each, the guidewire broke and the burr perforated the artery. The distal part of the wire remained in the coronary artery and patient was sent to the operating room to recover the wire and repair the perforation.